Manufacturer narrative:
Other devices listed in this report: 6276-7-017 mod con dist stem 17 x 155 mm caxr103d. 6276-1-023 23mm mod rev hip body/bolt stdcomponent level 9006-1-023 48497202. 623-10-36f trident 10° x3 insert 36mm ID mnnnwk . 6570-0-136 delta v-40 ceramic head 36/0 48922502. 623-10-36f trident 10° x3 insert 36mm ID mnl9r2. 6260-9-136 v40 cocr lfit head 36mm/0 mnh9pj. An event regarding infection involving a trident liner was reported. The event was not confirmed. Device evaluation and results: the device was not returned for analysis. Medical records received and evaluation: insufficient information was received for review with a clinical consultant. Device history review: all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for the reported lot and sterile lot. Conclusions: the exact cause of the event could not be determined because insufficient information was received. Further information such as device return, pathology report, x-rays, primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. If additional information and/or the device become available, this investigation will be reopened. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is a known possible adverse outcome of surgery and is beyond stryker's control. Device not returned to manufacturer.

Event description:
It was reported that patient was revised on a right hip due to infection.

Manufacturer narrative:
An event regarding infection involving a trident liner was reported. The event was not confirmed. Method and results: device evaluation and results: the device was not returned for analysis. Medical records received and evaluation: insufficient information was received for review with a clinical consultant. Device history review: all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for the reported lot and sterile lot. Conclusions: the exact cause of the event could not be determined because insufficient information was received. Further information such as device return, pathology report, x-rays, primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. If additional information and/or the device become available, this investigation will be reopened. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is a known possible adverse outcome of surgery and is beyond stryker's control.

Event description:
It was reported that patient was revised on a right hip due to infection.

Manufacturer narrative:
The device reported in this event was reported and investigated under MFR #0002249697-2014-04708. Investigations results and conclusions are documented under MFR# 0002249697-2014-04708.

Event description:
It was reported that patient was revised on a right hip due to infection.